Event description:
It was reported that post procedure, the right ventricle (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high lead threshold was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures but the test for hi-pot found internal shorts due to a damage consistent procedural damage. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.